Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 900 mcg/ml clonidine at 180.65 mcg/day and 22.5 mg/ml morphine at 4.516 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2016, it was reported that the patient¿s pump was alarming as a result of an empty pump. The last change to the pump was done on (B)(6) 2016. The hcp consulted with the patient and it was decided that the pump would be programmed to pump off to disable the pump since the pump had run empty and there was a relative short time until pump would reach eos. Based on the calculation the pump likely reached low reservoir in (B)(6) and empty status in early (B)(6), which the patient stated as being consistent with when the pump began to alarm. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.